Manufacturer narrative:
B3 - date of event: used 01/01/2024 as the event date was not reported.

Event description:
It was reported that balloon burst occurred. A 6.0x150x150-hybrid sterling balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst. No patient complications were reported.